Manufacturer narrative:
One eu000715 suture tensioner reported on. The component was used for treatment. The item was not returned. This component is sold as part of set number: 75210404 arthroscopic guided latarjet and bankart surgical technique instrument part list. Physical conclusions, full investigation and evaluation were limited. Factors affecting device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to recommendations. Influences that may compromise product integrity include: use of excess force. Site prep with alternate or without recommended instruments. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. No root cause associated with the manufacture of this device was established. Product met specs upon release to distribution.

Event description:
It was reported that during a shoulder arthroscopy, the tensioner under slight tension and endobutton suture cut. A delay greater that 30 minutes was reported and no back up device was available. No patient injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure, the tensioner under slight tension and endobutton suture cut. A delay greater that 30 minutes was reported and back up device was available. No patient injuries were reported.